Event description:
Literature: venkatraghavan l. Manninen p, mak p, lukitto k, hodaie m, lozano a. Anesthesia for functional neurosurgery: review of complications. J neurosurg anesthesiol 2006; 18 (1): 64-7. Summary: this article presents information from a prospectively collected database on all 186 patients undergoing functional neurosurgery under monitored anesthesia care for ablative or insertion of a deep brain stimulator. Deep brain stimulation implants were both unilateral and bilateral. The purpose of the study was to review the anesthetic management and incidences of intraoperative complications during functional neurosurgery. Reportable event: an immediate postoperative CT scan was required in three patients due to repetitive seizures. The results were not reported. No patient treatment or outcome was reported. See literature article with MFR report #3007566237200908532.

Manufacturer narrative:
.